Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, only the connector end of the lead was returned in one piece for analysis. Final analysis found full breach insulation degradation exposing the outer coil. No other anomalies were identified.

Event description:
This report is to advise of an event observed during analysis.